Manufacturer narrative:
The lot number for the four malfunctions were provided and lot history review was performed. Four devices and three photos have been returned for the four malfunctions; four malfunctions identified 2944 - device contamination with chemical or other material. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced device contamination with chemical or other material. This information was received from various sources. Of the three malfunctions, three did not involve patients, and one involved patients with no patient consequences. The weight of two patients ranged from 151-158 lbs. The age, weight, and gender of the other patients was not provided.